Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right atrial (ra) lead fracture was found. Initially, the lead was programmed off. Subsequently, the patient experienced pacemaker syndrome. Later, the lead was capped and replaced. No further patient complications have been reported as a result of this event.